Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient stated that yesterday her symptoms were real bad and she hardly drank anything. The patient had a programming session and the nurse changed the programming and set up two programs only and directed her to work with those. Patient stated that she has tried both of the programs and has gone as high as she can tolerate and still intermittent control. Patient stated that she even increased the setting beyond the level of comfort in order to determine if the higher setting would help with symptom control, however stated it did not. Patient stated she decreased setting to more comfortable level and uncomfortable stimulation stopped. First morning after surgery patient experienced severe pain at the implant site and it hurts whenever patient moved lower body. Patient stated that when she had this implant healthcare provider (hcp) placed implantable neurostimulator (ins) on a different side and lower than the initial one was. Patient stated that for the pain she saw nurse who reprogrammed settings and that pain stopped immediately. The occurrence was reported as daily. The patient stated no symptom control and was noted as sudden on (B)(6) 2018 .however, intermittent symptom control was since implant. Patient stated that she will call and speak to nurse and schedule reprogramming session. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.